Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that insulin pump had cannula was missing. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.